Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set did not stick to skin upon insertion event on (B)(6) 2026. The issue occured with two infusion sets. The patient replaced infusion sets and resumed insulin successfully. No further information available.